Event description:
It was reported that during a gastric bypass procedure, the device cut but did not staple. They sutured close the opening. A new device was opened and used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
Date sent: 11/20/2008. Information anticipated, but unavailable at this time.